Event description:
Review of a vns pt's device programming history revealed that the device was programmed to unintended settings at a follow-up visit. The incorrect programming was due to an interruption in the system diagnostic test.

Manufacturer narrative:
Analysis of programming history.